Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a red alert about the leads was displayed in all remote follow-ups whereas leads impedance measurements were within normal range. This alert was already displayed with the previous device, which was replaced on (B)(6) 2017 due to normal battery depletion. The three leads remained implanted. Preliminary analysis showed that the red alert about leads was triggered by low p wave measurements, as specified.

Event description:
Reportedly, a red alert about the leads was displayed in all remote follow-ups whereas leads impedance measurements were within normal range. This alert was already displayed with the previous device, which was replaced on (B)(6) 2017 due to normal battery depletion. The three leads remained implanted. Preliminary analysis showed that the red alert about leads was triggered by low p wave measurements, as specified.